Event description:
The pt was status-post thoracoabdominal aortic aneurysm repair complicated by spinal ischemia and some paralysis. The pt had been in the hosp about 2 months on a ventilator and was beginning to improve. The enteral nutrition line was misconnected to a subclavian central line after the pt was returned from an MRI and approximately 45 cc of an enteral feeding solution were infused. The misconnection was made by connecting an enteral pump set to a vented hood, then to a stopcock, then to the central line. The pt was already on a ventilator, but there was further respiratory decompensation requiring the use of 100% oxygen and pressure support. As of 3/18/97 the pt was still in ICU with a tracheostomy on a ventilator. The pt's respiratory status was stable, but he was starting to lose renal function. As of 3/28/97 the pt was still in the hosp but out of ICU. The pt remains on a ventilator. His condition is listed as stable. One pt involved.